Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the customer reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device was overheating. The assignable root cause was determined to be poor condition of the bearings due to debris accumulated from inadequate/ improper cleaning. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The evaluation was corrected. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the cutter would not lock into the device. Therefore, the reported condition was confirmed. It was further determined that the device was overheating. The assignable root cause was determined to be poor condition of the bearings due to debris accumulated from inadequate/ improper cleaning. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery testing, it was discovered that the attachment device did not secure the cutter. It was further reported that when the device was switched into locking position, the cutter device came right out. During in-house engineering evaluation, it was observed that the device was overheating. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.